Event description:
A cartridge change error was reported with a pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to follow instructions to inspect and clean various parts of the pump and tried to load a new cartridge. Despite assistance from technical support, the customer was unable to successfully load the cartridge onto the pump, leading to a referral for escalated troubleshooting.